Event description:
It was reported that patient experienced difficulty swallowing and went to surgeon for follow up. After x-ray surgeon noticed that the screw backed out in c6. Surgeon revised the patient by removing the backed out screw but did not replace it.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the disengagement of an aviator variable self tapping screw was confirmed via x-ray images. The IFU states that ¿patients who smoke have been shown to have an increased incidence of non-unions. Such patients must be advised of this fact and warned of the potential consequences.¿ the provided patient information indicates that the patient was a former smoker with asthma. This could have been a contributing factor for the reported event. Conclusion: the root cause of the disengagement is likely due to the patient¿s condition.

Event description:
It was reported that patient experienced difficulty swallowing and went to surgeon for follow up. After x-ray surgeon noticed that the screw backed out in c6. Surgeon revised the patient by removing the backed out screw but did not replace it.